Event description:
Same case as MDR ID # 2134265-2013-04585. Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, inability to cross lesion was encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 28 mm in length, de novo target lesion was located in the non-calcified, moderately tortuous and 2.5 mm in diameter left circumflex artery. The lesion contained a >45 and <90 degrees bend. After pre-dilating the lesion using an unspecified balloon, a 32mm x 2.50mm taxus liberté stent was advanced but encountered significant resistance and did not cross the lesion. The device was removed from the patient. No patient complications were reported and the patient's status was stable.   Returned device analysis revealed stent detachment.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was not returned for analysis. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).